Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. A 3.50x16mm promus element ¿ drug eluting stent was advanced to treat the mild to moderately calcified, concentric target lesion containing a lesion bend of >45 and <90 degrees. However, the stent got deformed while tracking down the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).